Event description:
A surgeon reports that a single-piece intraocular lens (iol) was implanted in the sulcus by scleral fixation in an aphakic pt. During a follow-up, another surgeon accidently cut one of the sutures which anchored the haptics. A subluxation occurred and the reporting surgeon placed another suture to secure the haptic into place again. During examination five days later, the haptic was torn off of the lens. The surgeon stated this was a handling mistake, not a quality issue of the iol. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested.